Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was blowout due to wrong configuration. A technical support specialist (tss) performed a t2 blowout of the zones, escalated the request to the site technician, and confirmed that the net bins were blown out. The tss logged into the local database and blew out the bins. The tss also deleted only the misconfigured drawer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer reported that the drawers required a blowout procedure due to incorrect configuration. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.